Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance on (B)(6) 2019 with a blood glucose of 20 mg/dl. The customer was 156 mg/dl at the time of the call. The customer was treated with glucose tablets, orange juice, and glucagon. The customer experienced symptoms such as loss of consciousness. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed and the outcome was inconclusive. The insulin pump will not be returned for analysis.